Event description:
The customer reported to olympus, ¿there was a tear near the end and exposed wires¿ on the evis exera ii gastrointestinal videoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The scope connector boot was damaged. There were dents along the insertion tube and light guide tube and buckles were also present on the insertion tube. The glue on the rubber of the bending section cover was cracked, there was low angulation and the control knob was experience play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.